Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alerts, false asystole detections) was confirmed. Upon investigation the monitor was unable to detect an ECG signal. The cause for the failure was isolated to the monitor's electrode belt receptacle. The receptacle was physically damaged, and pin #5 was bent. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving frequent gong alerts and false asystole detections.